Event description:
On 03/jul/2024 it was reported that this male peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on 21/jun/2024 due to cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient¿s mother sets up the pd treatments for the patient. The mother admitted to contaminating the connection during set-up. The patient was initiated on antibiotic therapy per clinic algorithm. The patient was prescribed intraperitoneal (ip) vancomycin 2g every 5 days and fortaz 2g daily. The patient did not begin the antibiotics until 23/jun/2024. Additionally, the patient had missed a dose of vancomycin (date unknown). The white blood cell (wbc) count resulted with 463 and after 5 days the pd culture was negative for growth and showed no organism. A repeat cell count was done on 26/jun/2024. The results showed a drop in cell count to 19. Prior to the peritonitis diagnosis, the patient had shown signs of confusion of unknown origin. The confusion continued to worsen and on 01/jul/2024 the patient went to the emergency room (ER). The patient was admitted to the hospital. The patient had a diagnosis of peritonitis. The patient¿s white blood cell count (wbc) was approximately 50,000 upon hospitalization. The pdrn did not have any additional information related to the hospitalization. The pdrn does not know if the patient is being treated for any additional diagnoses or the reason for the vast increase in cell count since the patient was still completing antibiotic therapy when he was admitted to the hospital. It is unknown if cultures were obtained in the hospital. The patient remains hospitalized.